Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported that the customer's blood glucose was 400 mg/dl and 443 mg/dl by the end of the call. The customer experienced an infusion set leak. Troubleshooting was conducted. No further information was reported.